Event description:
A clinic reported that a pt sustained a blood loss at a 3-way stopcock on a prisma machine, software version 3.10. When the pt was turned, it was noticed that blood had soaked the bedding under the pt's covers. The clinician could not quantify the amount of blood loss. All connections were checked and no site of the blood leak could be determined, however the blood was located in proximity to a 3-way stopcock that was placed between return line and the pt's catheter. The machine had not generated any alarms during the one hour period prior to the nurse discovering the blood leak. The treatment was terminated and the blood in the m60 filter circuit was not returned to the pt. As a result, she sustained a blood loss of 84ml. The pt did not exhibit any symptoms of blood loss or hypovolemia and no medical intervention was required. She resumed crrt treatment on another prism machine with no further events.